Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found that the ins passed all functional testing and heat testing showed that no anomalies were found. Insignificance anomalies found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37752, serial# (B)(4), product type: recharger.

Event description:
A manufacturer representative reported the patient had been having difficulty recharging with heating while recharging. The patient did state the safety did kick on showing the thermometer and the recharger shut off. The patient stated the recharger was very hot, yet it did not burn her skin. Impedance testing was normal. The battery was explanted and replaced on (B)(6) 2017. The patient stated her recharge intervals were shorter and recharger would not burn her skin, yet made it very hot and uncomfortable to recharge. Her therapy was still doing very well and she stated she was happy otherwise. No further complications were reported. The indication for implant was unknown.

Manufacturer narrative:
Other applicable components are: : product ID 37752 lot# (B)(4) implanted: explanted: product type recharger product ID 3550-29 lot# (B)(4) unknown implanted: explanted: product type accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
The ins and accessory kit were returned for analysis. No further complications were reported.